Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced after it had migrated from the original implant location. The physician reportedly damaged the ICD during explant. It was also reported that the superior vena cava (svc) portion of the right ventricular (rv) lead had exhibited high impedance. The lead was left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. Analysis of the device memory was also performed and no anomalies were found. (B)(4).